Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d6, d10 g2. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D2, d3 g1 h6 - health effect - clinical code.

Manufacturer narrative:
This report is for an unknown matrixneuro screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 the patient underwent an orbital zygomatic medial sphenoid wing craniotomy for meningioma. The procedure was successfully completed. Three (3) to four (4) moths post-op the patient had a reaction to the synthecel that had been implanted. A revision operation was performed to remove the synthecel. Results from the specimen that had been sent to pathology were as follows: no infection, fibrosis of foreign body type tissue reaction, histiocytes. Surgicel, surgicel nu-knit, flowseal, irrisept, neurolon for suture, vicryl suture, cranios, matrixneuro plating system were also used during the case. This report is for one (1) unknown matrixneuro screw. This is report 2 of 3 for (B)(4).